Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced hyperglycemia with a blood glucose value of 451 mg/dl at the time of the event. Troubleshooting was performed, and the pump had a crack. It was unknown whether the customer was using the insulin pump within 48 hours of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.